Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the low blood glucose. Customer's blood glucose value was 35 mg/dl. Customer was treated with the glucose tablets. Troubleshooting was assisted. The device will be returned for analysis.